Manufacturer narrative:
The field service engineer did not find a cause for the event. He ran precision checks and performed adjustments. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The sample was repeated on the same analyzer and another analyzer as the initial sodium result was flagged as critical in their lis system. The initial sodium result was 169 mmol/l and the repeat results were 140 mmol/l and 139 mmol/l. The initial potassium result was 5.6 mmol/l and the repeat results were 4.6 mmol/l and 4.6 mmol/l. The initial chloride result was 128 mmol/l and the repeat result was 103 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.